Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. The device history record review reported the following: manufacturing documents were reviewed and no complaint related issues were found.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during a procedure on (B)(6) 2013 reportedly two holding sleeves malfunctioned. One of the devices is unable to hold the screw. The other device is broken. This is 1 of 1 report for this event.

Manufacturer narrative:
Device used for treatment and not diagnosis. The investigation has shown that the locking pins came indeed off. Reviewing the manufacturing and material document shows no deviation to the specification at the time of manufacturing. Due to repeated worldwide complaints a CAPA (B)(4) was initiated in order to eliminate such problems in future. Our manufacturing engineers decided to exchange the design of the locking pin in the area of the laser welding. Please note that these articles were manufactured according to the old design.